Manufacturer narrative:
Na

Event description:
The customer stated that while testing the patient the following blood glucose values were obtained. At 12:06 pm a capillary result of 413 mg/dl was obtained while using the accuchek inform ii meter (serial number (B)(4)). At 12:12 pm a laboratory sample was drawn and the result was 293 mg/dl. The staff believed the result of 293 mg/dl and 6 units of humalog insulin was given based on that result. Later that night a result of 401 mg/dl was obtained at 8:17 pm using the accuchek inform ii meter (serial number (B)(4)). At 8:27 pm a laboratory sample was drawn and the result was 301 mg/dl. The floor believed the blood glucose from the laboratory and a scheduled dose of 55 units of lantus plus a dose of 8 units of novolog for correction of the blood glucose was given. The same vial of strips were used for all of the meter tests. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and they were tested in a retention meter with control solution. All of the returned results were within an acceptable range. Due to the caller stating that there might have been candy residue on the patient's hands, it can not be excluded that the observed contamination is what led to the allegation of discrepant results. None of the listed medications are currently known to interfere with the accuracy of the test results. The allegation could not be substantiated.